Event description:
Reportedly, the patient expired due to unknown reason. The implant duration of .6 months is based on the date of event (2008) and the date of implant (2008). The date of event is taken to mean the date of event. It was also reported that the device was discarded and will not be returned for evaluation; however, the date of explant or reason for explant is unknown. No cause of death is given. No further details were provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available.

Event description:
Reportedly, the patient expired due to unknown reasons. The implant duration of .6 months is based on the date of event (2008) and the date of implant (eighteen days prior). It was reported that the device was discarded and will not be returned; however, the date of explant or reason for explant is unknown. No further details were provided.

Manufacturer narrative:
Device not returned.